Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008237, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 23-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6008237". The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6008237 was manufactured according to the work instruction (wi) version 115 and manufactured in the line inset 3 on 17/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient faced infusion set cannula blocked event with white residue on (B)(6) 2024. The insertion site was thigh. The symptoms were noticed three or more hours after the insertion. The blood glucose level was 530 mg/dl and the patient was treated witrh correction bolus via pump. No further information available.